Event description:
The facility's representative reported an infusion pump with a 715 failure code which occurred during service. The representative stated that there have been no reports of any patient incident involving the pump since the last baxter service event. No additional information was provided.